Event description:
It was reported the patient had noticed a shocking sensation at the implant site every 5 seconds for the last 24 hours prior to the report. There was no known accident or incident related to the complaint. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).